Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the right ventricular lead was observed with failure to capture. X-ray imaging showed the lead had dislodged. The lead was explanted and replaced. The patient was stable in condition.